Event description:
Pt placed a pod on his lower right back on (B)(6) 2012 at 12:57 pm. His blood glucose (bg) ranged in the high-300 mg/dl to low 400s mg/dl for the next 6 hours. Bolus and carbohydrate history was not provided. Pt went to the ER at approx 4:00 pm and was released at 11:00 pm. The pod was removed at 9:00 pm, per hcp's request. The pod was returned for eval.

Manufacturer narrative:
The returned pod was evaluated and found to be functioning as intended. Downloaded data found no pulse width timeouts, no rotational sensor errors, and no occlusion. The piezo was found capable of emitting an audible alarm. No bend or kink was found in the cannula. The inspection of the fluid path found no evidence of an obstruction that would have resulted in an occlusion, as fluid was seen exiting the tip of the cannula. The needle mechanism was tested and deployed as intended. There were no signs of an internal insulin leak. The pod was thoroughly investigated and found no problem that would have caused or contributed to the pt's condition. To avoid hyperglycemia, the user guide advises "to check blood glucose at least 4-6 times a day." The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance. Product lot qualification records were reviewed and found to have met all acceptance criteria.